Manufacturer narrative:
This report is being cancelled as the unit had no malfunction. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device. E. Initial reporter. G. All manufacturers. H. Device manufacturers only.

Event description:
This report is being cancelled as the unit had no malfunction.

Event description:
It was reported by the facility biomed that  the cardiosave intra-aortic balloon pump (iabp) displayed the message "safety disk replacement due" on the user screen. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.